Manufacturer narrative:
The customer¿s report on leaking fluids on the mainline where the connection ends closest to filter was confirmed. Infusion testing was performed at a rate of 1ml/hr. For 10 hrs. It was observed that the lipid fluid flowed past the filter and exited the filter extension set as expected. Further observation with approximately 1ml infused noted fluid leaking at the engagement of the exit luer end of the syringe administration set and entrance luer end of the filter extension set. No other leaking was identified at any other location. The infusion was manually stopped and the mated components at the leaking engagement were carefully detached from each other; the connection was not fully secure. Pressure testing identified no leaks. The components were reattached securely and the samples were attempted to be primed, no leaking at the engagement or anywhere was observed. Pressure testing of the attached samples while submerged underwater was also performed, no leaking at the engagement was observed. The root cause of the leak was the mated components were not securely attached at the engagement.

Event description:
It was reported that the tubing leaked at the connection closest to the tubing filter on the mainline with a possible cracked cap while infusing in the nicu. Although requested, there was no further information provided from the customer regarding this event. There was no report of patient harm.

Manufacturer narrative:
Additional information added to : model # and PMA #.

Event description:
It was reported that the tubing leaked at the connection closest to the tubing filter on the mainline with a possible cracked cap while infusing in the nicu. Although requested, there was no further information provided from the customer regarding this event. There was no patient harm.

Event description:
It was reported that the tubing leaked at the connection closest to the tubing filter on the mainline with a possible cracked cap while infusing in the nicu. Although requested, there was no further information provided from the customer regarding this event. There was no patient harm.

Manufacturer narrative:
The customer¿s report of leaking fluids on mainline at connection ends closest to filter was confirmed. Further observation, with approximately 1ml infused, observed fluid to be leaking at the engagement of the exit luer end of the syringe set and entrance luer end of the filter extension set. No other leaking was observed from anywhere else. The infusion was manually stopped and the mated components at the observed leaking engagement were carefully detached from each other in which it was observed that the connection was not fully secured. Further inspection of the recently mated components observed no obvious damages or issues. The components were reattached securely and the samples were attempted to be reprimed using a blue dyed fluid filled lab syringe in which no leaking at the engagement or from anywhere was observed. Pressure testing of the attached samples while submerged underwater up to 30psi was also performed in which no leaking at the engagement or from anywhere was observed. The root cause was the mated components not being fully secured.

Manufacturer narrative:
The customer report of leaking fluids on mainline at connection ends closest to filter was confirmed based on testing performed on the as-received samples in which the leak was observed at the engagement between the non-bd clave and entrance luer end of the syringe administration set. Further inspection and handling observed the engagement between both components was not fully secure. No damages or issues were observed with the recently mated components. The samples were reattached securely and further testing observed no further leaking from the earlier observed area or from anywhere. Clinical customer advocacy has been updated with observation. Per product risk assessment document (B)(4), no ra is deemed necessary.

Event description:
The customer reported that the tubing leaked at the connection closest to the tubing filter with a possible cracked cap while connected to a patient in the nicu. There was no harm.